Event description:
It was reported that during implant there was a malfunction in the device header. Tests were done, but the problem could not be identified. The device was removed after the patient experienced an asystole period. A new pacemaker was successfully implanted. No patient complications were reported as a result of this device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies found. It was noted under visual inspection the setscrew was obstructing the bore at receipt. The setscrew socket was rounded.